Manufacturer narrative:
The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation/tachycardia. Amiodarone drip was started on (B)(6) 2018. The event was resolved with adenosine dose, consistent with supraventricular tachycardia (svt) and the patient was switched to oral amiodarone. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arrhythmias cannot be conclusively determined. It was reported that the patient was noted to have atrial fibrillation/ tachycardia. An amiodarone drip was started on (B)(6) 2018. The event resolved with an adenosine dose, consistent with supraventricular tachycardia. The patient was switched to oral amiodarone. The cardiac arrhythmias resolved on (B)(6) 2018. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.